Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was severely worn and partially missing, but not separated. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
During a thyroid malignant tumor resection, three devices were used in combination with usg-400 and td-sb400. After 10 times output, the tissue pad of the first device was separated. The user replaced the first device with the second device. After 2 times output, the tissue pad of the second device was also separated. The intended procedure was completed with the third device. There was no patient injury reported. Two devices were returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the tissue pad of the first device was severely worn and partially missing, but not separated. Omsc also found that the tissue pad of the second device was worn, but not separated. This is the report regarding the severely worn and partially missing tissue pad of the first device.